Event description:
It was reported that the bed exit did not alarm when a patient fell out of the bed. No adverse consequence was reported as a result of the fall.

Manufacturer narrative:
The investigation is complete, section h codes and the executive summary have been updated to reflect investigation results.

Event description:
It was reported that the bed exit did not alarm when a patient fell out of the bed. No adverse consequence was reported as a result of the fall. Upon further communication with the user facility, it was determined that the docker cable plug was detached/disconnected, which could have contributed to the bed exit not alarming.